Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient went hospital and emergency room on (B)(6) 2024. Patient was stayed in emergency room for one day. The blood glucose was 535 mg/dl. Infusion set had been used for 24-48 hours. Small levels of ketones were present in patients. Therefore, patient was treated with intravenous, fluids of saline and insulin. Patient was released from hospital on (B)(6) 2024. No further information available.